Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging 2 onetouch ultramini meters were displaying a battery indicator intermittently when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue had been recurring on the meters since (B)(6) 2013. The patient reported on (B)(6) 2013, the alleged issue occurred and she took her omnipod insulin via pump as usual. The patient reported several hours later while at work she developed symptoms of ¿lightheaded, blurred vision, hot, sweaty, and shaky¿ which she associated with low blood sugar. The patient reported in response to her symptoms she immediately went to the kitchen at work and had raw sugar with tea. The patient reported within 5-7 minutes her symptoms abated. The patient reported she did not contact emergency medical services or go to a hospital for treatment. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the meter. The cca discovered the meter¿s battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue, she was unable to test so she took her usual dose of insulin and developed symptoms suggestive of hypoglycemia required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.